Manufacturer narrative:
(B)(4). D10: medical product: polished finned tib tray 79mm: catalog#: 141255, lot#: 2011080076; van ps open intl fem-lt 72.5: catalog#: 183133, lot#: 388510; cmt cmw t. 1 avec antibiotique: catalog#: 3315040, lot#: 3409094. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately fourteen (14) years post-implantation, the patient began to experience instability in the joint as the post of the polyethylene bearing had fractured. Subsequently, the patient underwent revision surgery to replace the fractured bearing without reported complication. All available information has been provided.